Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc (single board computer) was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported no signal on both monitors. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.